Event description:
Pt used their friend's contact lenses that were not prescribed about a month ago. They slept with the lenses on. Pt started having problems with their eyes. They visted the clinic and were found to have an abrasion in the central cornea with 25% of the cornea involved. On the left side they had a pericentral abrasion with 5% of cornea involved. They were given erythromycin ointment thrice daily. Left eye is healed. Right eye is 80% healed.